Manufacturer narrative:
Device manufacture date. Battery pack (B)(4). Battery pack (B)(4): (B)(4) 2008. Device eval summary: device evaluations of battery packs (B)(4) have been completed. The cause of the discharged battery pack was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. Device eval of battery pack (B)(4) is currently underway. The reported problem is still under investigation. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) female pt called in to zoll lifecor customer support to report that her batteries are not holding a charge. Support issued the pt replacement battery packs.